Event description:
It was reported that during a routine follow up, the atrial lead exhibited undersensing and high impedance. Pacing thresholds could not be obtained. The patient refused lead revision surgery. The device was reprogrammed to vvi mode. The patient was in good medical condition and would be monitored. New information states the atrial lead dislodged, no intervention planned, programming remained the same.